Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): no error message was observed; however, a secondary issue was noted where the meter was found to have spc pin 1 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan to report the one touch ping meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 1:30 pm, the patient was experiencing the symptoms of shaking, sweating and impaired vision. While symptomatic, the patient attempted to test her blood glucose level but obtained the error message error 2. The patient administered self-treatment by consuming glucose tablets; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was incorrect; however the issue was not resolved during the troubleshooting telephone call. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms occurred prior to the meter issue and there was no delay in treatment and she denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.